Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under one of the electrodes. The skin irritation appeared as blisters. The patient reported it feels like the equipment is cutting into his skin. The patient's friend reported one of the blisters popped. The patient was issued larger garments. There was no alleged device malfunction contributing to the irritation. There was no indication of medical intervention. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.